Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified one curved opening, red particles material on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported " ¿problems¿ on one breast and was diagnosed with ¿pericapsular device retraction on left breast associated to heterogenic ecographic patron on device¿ subsequently, healthcare professional reported capsular contracture, baker grade IV and capsule with important fibrosis and chronic inflammation. Device has been explanted and replaced. Affected side is left.